Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a dbs ipg replacement procedure (B)(6), intraoperative testing yielded high impedance readings on all contacts upon connecting the pocket adapter to the dbs ipg. Subsequently, a replacement pocket adapter was utilized and retested; as a result, impedance was within normal range. The procedure was extended approximately 15 minutes. Stimulation was restored and effective postoperatively.